Manufacturer narrative:
The insulin pump displayed properly after inserting battery and passed displacement and self-test. No missing segment or partial display noted. The device was received with broken reservoir tube lip, missing black o-ring/seal from inside the reservoir tube compartment, cracked battery tube threads, missing end cap sticker, and cracked end cap.

Event description:
The customer reported via phone call, the insulin pump was damaged. Customer was changing the reservoir when customer noted the rubber band in the inside of the reservoir compartment was missing. Customer's blood glucose was 110 mg/dl. Troubleshooting was performed and customer was unsure how the damage occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced.